Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 10:03:49 on 6/26/2024. At 03:48:14 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 03:51:15, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole. Post shock rhythm was severe bradycardia @ 10 bpm degrading to asystole, which is a non life-sustaining rhythm. The device was shut down at 11:36:03 on 6/27/2024.